Event description:
Stryker performance series sagittal saw blade (ref# 6118-127-090) broke during surgical case. One side of the "u" shaped attachment side, around 1cm long, broke off during use with a clean break. Piece was recovered with no harm to the patient.